Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of signal acquisition issues was found to be resolved after a review of merlin.net by product performance engineering on 18apr2025 confirmed successful transmission of a physiological reading on 16apr2025. The reported patient weight gain and shortness of breath were resolved by an ER visit where the patient was treated with IV lasix. The patient was discharged after the ER visit and did not require additional hospitalization. If the signal acquisition issue persists, a new complaint will be generated and the event will be investigated.

Event description:
Additional clarifying information was received on 18apr2025. While on-going troubleshooting was being performed to resolve the patient's signal acquisition and electromagnetic interference issues with their patient electronics unit the patient experienced heart failure exacerbation. The site felt they potentially could have avoided the emergency visit for the heart failure exacerbation had they been able to get the appropriate readings with the patient's cardiomems device. The patient was being monitored via signs and symptoms during this period and their weight gain and shortness of breath prompted the emergency room visit. The patient was treated with IV diuretics and was sent home the same day without further complications. The signal acquisition difficulty has been resolved and the patient is now getting appropriate reading with their patient electronics device.

Event description:
It was reported that the patient was evaluated in the emergency room for acute on chronic heart failure symptoms that started on (B)(6) 2025 following ongoing difficulties with obtaining readings after the patient electronics device was replaced. The patient did not require hospitalization.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.